Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button operating intermittently due to the buttons flexible pcb being loosed in the ca board connector. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.